Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, decreased sensing was observed. Some undersensing was observed on a real time egm. The physician decided to schedule a new follow-up for the patient. Patient is in good conditions. The lead remains implanted.